Manufacturer narrative:
Concomitant medical product: catheter model # 8709 lot# l57856 implanted: (B)(6) 1998 explanted: unknown.

Event description:
It was reported a pocket-fill occurred with 20ml of 500mcg/ml baclofen. The patient did not experience any "immediate symptoms." The healthcare provider planned to monitor the patient. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that the patient did not experience any related symptoms. The physician examined the patient and determined there had been a pocket fill. The patient exam showed no adverse effect. The patient was told to come back the next day for a refill but he indicated he could not because he was leaving for a vacation. They discussed concerns of withdrawal and it was established that the patient had a sufficient supply of oral baclofen to get him through the vacation. The patient went in for a refill in (B)(6). The patient was doing fine and did not have any issues related to this event. The pump was delivering gablofen.